Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lot numbers for all liberty cycler sets shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed. Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination event. Per the pdrn, the events were unrelated to the use of any fresenius product. Peritonitis with no identifiable organism occurs in approximately 1/5 of all peritonitis cases. As such, alternative markers such as abdominal pain, elevated cell count and/or cloudy effluent fluid must serve as indicators. Based on the information available, the liberty cycler set can be disassociated from the events. There is no objective evidence indicating a fresenius product malfunction caused or contributed to the adverse events.

Event description:
It was reported by a peritoneal dialysis (pd) patient's contact that the pd patient was hospitalized. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the hospitalization. The pdrn stated the patient presented to the emergency room (ER) with cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 1000 mg every other day and ip ceftazidime 1000 mg daily (duration not provided). The peritoneal effluent culture was negative for growth five days later, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event when the patient accidentally touched their pd catheter (not a fresenius product) while disconnecting from the cycler. Per the pdrn, the events were unrelated to a fresenius product and/or device malfunction. While hospitalized, the patient¿s pd catheter was removed (rationale unknown) and a permanent hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient remained hospitalized at the time of follow-up, and no additional information was available.